Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the catheter was broken/cut in the telescope section and a damage was observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter imaging stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. An opticross imaging catheter was selected for use. After pre-intravascular ultrasound (ivus), the calcification was checked. Since it was a severely calcified lesion, a rotablation was performed using 1.25mm rotablator. After which, an unknown stent was placed. Following post dilation using a balloon catheter, the opticross imaging catheter was inserted and ivus was performed. Upon removal of the opticross imaging catheter, the guidewire exit port was caught and stuck with the stent since the stent was not fully apposed to the blood vessel. The physician then cut the hub and inserted a guidewire in an attempt to release the opticross from being stuck but it did not come off. A plain old balloon angioplasty (poba) was then performed by advancing a balloon catheter next to the stent then released the opticross from being stuck. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter imaging stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. After pre-intravascular ultrasound (ivus), the calcification was checked. Since it was a severely calcified lesion, a rotablation was performed using 1.25 mm rotablator. After which, an unknown stent was placed. Following post dilation using a balloon catheter, the opticross¿ imaging catheter was inserted and ivus was performed. Upon removal of the opticross¿ imaging catheter, the guidewire exit port was caught and stuck with the stent since the stent was not fully apposed to the blood vessel. The physician then cut the hub and inserted a guidewire in an attempt to release the opticross¿ from being stuck but it did not come off. A plain old balloon angioplasty (poba) was then performed by advancing a balloon catheter next to the stent then released the opticross¿ from being stuck. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status was good.